Event description:
User received discrepant calcium results for one pt sample. Initial result gave 9.3 mg per dl. Sample was repeated three times on another i800 at customer site giving 8.3 and 7.6 mg per dl twice. Sample was then repeated twice on original i800 giving 7.7 mg per dl each time. The initial result of 9.3 mg per dl was not reported to the physician. Pt not adversely affected. The field service rep was unable to determine a cause and could not duplicate the problem. To verify analyzer performance, a precision study was run with all results within specification. Further investigation determined it is most likely, the event was caused by a pre-analytical issue. The customer did not perform centrifugation procedures according to the recommendations from the tube MFR.